Manufacturer narrative:
This is one event for the same pt involving two separate products.

Event description:
The plaintiff's atty alleged that the pt experienced a myocardial infarction and expired six days later. These claims were allegedly caused by exposure to the prod administered during dialysis treatment.